Manufacturer narrative:
The device is expected to be returned for evaluation but it has not yet been received.

Event description:
The event involved a 40" (102 cm) appx 4.9 ml, admin set w/chemolock¿, 20 drop in-line drip chamber, spiros®, bag hanger where the customer reported that there was a chemo spill from the base of the drip chamber on the chemolock secondary line while administering paclitaxel to a patient. The medication did not come in contact with the patient or healthcare provide. The chemo spill was cleaned up per facility protocol. The spill kit used in the chair only and not on floor. There was no unprotected chemo exposure or harm associated with this event.